Event description:
It was reported the patient received inappropriate shocks. It was also reported the lead displayed high thresholds, there was a rise in impedance and the impedance was high. The lead was removed and replaced. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting lead fracture.